Event description:
Patient #2 - during the resuscitation of a patient in cardiac arrest, the autopulse platform (sn (B)(6)) displayed a user advisory 17 (max motor on time exceeded during active operation) error. Immediately, the crew reverted to manual CPR. No negative outcome to the patient.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed a user advisory 17 (max motor on time exceeded during active operation) error was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a defective drive train motor. The archive data indicated user advisory 17 (max motor on time exceeded during active operation), ua02 (compression tracking error), fault 08 (motor controller fault detected), ua23 (compression will exceed 3 revolutions), ua42 (force overload tripped), and ua45 (not at "home" position after power-on/restart) errors. All these errors are related to the defective drive train motor. The autopulse platform failed functional testing due to ua17 being displayed within a minute of compression. The drive train motor needs to be replaced to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).